Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that upon turning the system on, it booted up for a split second and went to 'no input detected'. After rebooting the system several times, the system would only power straight to the 'no input detected' screen and the fan was not running. This was discovered during a planned maintenance (pm) and there was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The reported issue was confirmed. The computer was replaced and the issue resolved. A full system checkout was performed after part replacement and all tests passed. The computer has been returned to the manufacturer however analysis results are not yet available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. The ent program started and ran normally. No "no input" messages were observed. Testing found no errors. If information is provided in the future, a supplemental report will be issued.